Event description:
A patient reported that during a refill of her infusion pump, her arm became numb and she felt light-headed. The patient felt that she was getting too much medication from the pump during the refill. According to the nurse doing the refill, the patient commented that she felt light- headed so she was reclined and her blood pressure was taken which was reported as normal. The nurse did not notice any problem with the pump during the refill. The patient continued to use the pump and no other issues were reported.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no lot number information was provided.